Event description:
The facility reports two health care assistance were using the hoist to lift the pt from the chair to the bed. During the transfer, the left hand leg attachment clip on the sling detached and the pt fell to the floor. The pt was shocked and received a bump to the head. The pt was seen by a doctor and then sent for a CT scan.